Manufacturer narrative:
Visual and functional analysis was performed on the return device. The reported plunger retraction issue and difficult to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Additionally, five sterile/unused devices with lot # 5082941 were tested successfully with no anomalies noted. Based on the information provided and return device analysis, a definitive cause for the reported difficulties could not be determined. The plunger was not fully depressed flush with handle body during deployment, such that the posterior needle tip was not blown through the posterior foot. It is likely the initial tab engagement was made with the anterior needle; however, anterior needle and cuff tab disengagement likely occurred during plunger retraction. Suture snag likely caused the reported plunger retraction issue and difficult to remove. Removing the plunger with lever partially retracted likely damaged the follower during removal of the device from the anatomy. Additionally, unused devices were tested successfully with no anomalies noted. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d4 - lot #: updated from 5082941 to 5082841. D4 - primary UDI number: updated from (B)(4) to (B)(4). H4 - device MFR date: updated from 8/29/2025 to 8/28/2025.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to an interventional procedure. Reportedly, with both prostyle devices, the plunger would not retract and the device got stuck. Both prostyle devices were freed by the physician wiggling it without incurring any vessel damage. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to an 23f sheath, and the interventional procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.